Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It as reported that the customer experienced high blood glucose level of 500 mg/dl. The customer stated that they were not at home and did not have extra supplies in order to perform infusion set and insertion site change. The next morning they woke up with blood glucose of 400 mg/dl and did not eat breakfast. The customer attempted delivering a bolus and noticed that insulin had leaked from the reservoir, into the reservoir chamber. The customer stated that they changed the reservoir and were doing fine. Nothing further was reported.